Event description:
Caller reports that a nurse cut her finger on the control vial. Caller states that the nurse had not wrapped the vial in gauze per labeling. No adverse event reported, nurse disinfected finger.